Manufacturer narrative:
H6: device evaluation: lens was returned dry with residue/debris on product, in microcentrifuge vial. Visual inspection found a broken haptic. Dimensional and functional inspection found the lens to be within specifications. Claim#: (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.1mm vticmo12.1, -12.5/3.0/093 (sphere/cylinder/axis) implantable collamer lens into the patient's left eye (os) on (B)(6)2023. On (B)(6) 2023 lens repositioning was performed due to lens rotation and refractive surprise but it did not resolve the problem, lens rotated again. On (B)(6) 2023 the lens was exchanged for a longer length lens and the problem resolved.

Manufacturer narrative:
H6 - type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. Claim#: (B)(4).